Event description:
It was reported that the device does not power on. No patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional test performed, pump has no power with ac or dc power. Replaced power switch, harness, and printed wired assembly board to correct this issue. Service history review identified the complaint was not related to a previous service of the device within the review period. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.